Event description:
Customer reported results from the triage sob panel significantly different for 1 of 3 tests. A patient was tested 3 times on december 13, 2021 on the sob panel. Results below: 1st test at 15:42: ckmb 5.6ng/ml, myo 229ng/ml, tni 0.12ng/ml, bnp 4840pg/ml and d-dimer 1240ng/ml. 2nd test at 18:30: ckmb <1.0ng/ml, myo 15.6ng/ml, tni <0.05ng/ml, bnp 511pg/ml and d-dimer 175ng/ml. 3rd test at 22:41: ckmb 3.0ng/ml, myo 120ng/ml, tni 0.06ng/ml, bnp >5000pg/ml and d-dimer 1640ng/ml. Site cut-offs: ckmb 4.3ng/ml, myo 107ng/ml, tni 0.40ng/ml, bnp 100pg/ml and d-dimer 600ng/ml. Patient status is stable and has been transferred to regular ward from ICU. Customer stated "the doctor in charge think the diversity of result may be caused by dynamic change of patient situation, so it maybe not a question"

Manufacturer narrative:
Investigation conclusion: the customers complaint was not replicated during in-house testing of retain device lot t12435n. The lot performed properly. Manufacturing batch records for lot t12435n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no correction action is required.